Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure of the new pulse generator, the pin of the right atrial (ra) lead was separated when the physician inserted the lead into the new pulse generator. The lead was believed to be unusable and was surgically abandoned. However, a new lead was implanted successfully. No adverse patient effects were reported.